Event description:
It was reported that the valve failed.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. The valve was not within specifications for all pressure-flow and preimplantation testing. Debris within the valve may partially occlude the valve mechanism resulting in high-pressure-flow results. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.